Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that a customer experienced high blood glucose of 600 mg/dl. The customer was treated for the high blood glucose at urgent care. The customer was informed that there could be many reasons for high blood glucose. The insulin pump the patient was using works perfectly fine. No further information was provided.